Event description:
Welded insert separated from device interoperative. The component was retrieved from the patient via an increase in the size of incision.

Manufacturer narrative:
No user facility info available. Facility located outside USA. No medwatch received. Bottom jaw inserts.